Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported on (B)(6) 2022 , the catheter was found leaking during use of the patient. No medical intervention was needed, and the current patient's condition is fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one hemodialysis kit containing a connector assembly, spring wire guide assembly , catheter body, and compression fitting with sleeve. Initial visual inspection of the connector assembly and catheter did not reveal any defects or anomalies. The catheter was assembled and functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "slide threaded compression cap over compression sleeve towards hub connection assembly with compression sleeve seated completely inside. Thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly. Flush hub connection assembly with sterile normal saline for injection and clamp extension lines to contain saline within lumen(s)." When the catheter was assembled and flushed with a lab inventory syringe filled with water, no leaks were detected. Amrq-000162 states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c." Both luer hubs of the catheter were connected to the leak tester and pressurized to 300kpa while the distal end of the catheter was occluded. 30 seconds passed with no leaks detected. A manual tug test confirmed both the arterial and venous luer hubs were securely attached to their extension lines. A device history record review was performed, and no relevant findings were found. The IFU also warns, "ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." The complaint of a catheter leaking was not able to be confirmed based on a complaint investigation of the returned sample. Functional leak testing of the catheter in accordance with bs en iso-10555-1 annex c did not reveal any leaks. A device history record review was performed, and no relevant findings were found. Based on the sample returned, no problem was found on the sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported on (B)(6) 2022, the catheter was found leaking during use of the patient. No medical intervention was needed, and the current patient's condition is fine.